Manufacturer narrative:
Correction h4: thermogard xp ivtm system manufacturing date entered in the initial MDR was incorrect, the correct date is 2/1/2009. The reported complaint of the tcm ID:02 (ce danfoss error) error message on the thermogard xp ivtm system (serial # (B)(6)) was confirmed in the event log but not confirmed during the initial functional testing. The probable cause of the reported tcm ID:02 was due to a damaged danfoss controller in which is likely attributed to normal wear and tear. Unrelated to reported complaint, missing air filter, worn out yellowish color drip tray, and old software version pic-16 assembly were observed on the thermogard system during visual inspection. These types of anomalies are attributed to wear and tear due to device age. The thermogard system was manufactured in february 2009 and it is 11 years old, well past beyond its expected serviceable life of 5 years. The air filter, drip tray and pic-16 assembly were replaced to addressed all issues. During event log review, multiple tcm ID:02 error codes were identified on the reported event date. Thus, confirming the reported complaint. During initial functional testing of the thermogard xp ivtm system, error message tcm ID:02 (ce danfoss error) was not replicated. However, as a precautionary measure, the danfoss controller believed to be defective was replaced to avoid the re-occurrence of tcmid:02 (ce danfoss error). After service completion, the thermogard xp ivtm system was re-evaluated and it passed all the functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for thermogard xp ivtm system serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During intravascular temperature management (ivtm) therapy, customer reported that the thermogard xp system (serial # (B)(4)) displayed "tcm ID:02" (ce danfoss error) message. Patient ivtm therapy continued using another thermogard xp system. No patient consequence was reported.